Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that when loading the wire through the dilator it would not load properly and would not move smoothly. The dilator was kinked, and during insertion of the wire, some resistance was noted. After pulling the wire back the wire did have damage to the coating issue, it was peeling back. Hence the devices were replaced and it worked well. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).